Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was difficult to operate. The following information was provided by the initial reporter :   the consumer reported that the patient end of the needle was bent after the injection and the consumer had to push the plunger really hard to get the medication to come out. Date of event : unknown samples: yes

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-13 h6: investigation summary customer returned a total of twenty-six 4mm, 32 gauge pen needles. No lot information was available. Visual inspection of the pen needles found that six were bent on the patient end. Most of these were bent at their base with one bent approximately halfway up the length of the needle. This damage was most likely caused by placing stresses across the length of the needle during use, resulting in the needle bending at the base. The needle bent at its halfway point may have bent as the result of it catching on the shield or outer cover during reshielding, causing it to fold towards its midpoint. No damage was found to the remaining pen needles. The undamaged pen needles were tested by attaching them to a test pen and pushing saline through the system. The saline exited the system normally with no issues for all of the undamaged pen needles. No damage found to these pen needles and they function as intended. No DHR review can be carried out as lot number is unknown. Based on the samples received, bd was able to confirm the customer¿s indicated failure of six of the twenty six returned pen needles bending. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of the pen needles bending may be stressed placed across the needle accidentally during use. One pen needle may have also come into contact with the outer cover or inner shield during reshielding, resulting in it being bent in half. Based on the investigation, no CAPA/sa is required at this time. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Medical device manufacture date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was difficult to operate. The following information was provided by the initial reporter :   the consumer reported that the patient end of the needle was bent after the injection and the consumer had to push the plunger really hard to get the medication to come out. Date of event : unknown. Samples: yes.